Event description:
It was reported by the user facility that the machine became stuck in a filling program while in dialysis mode and the saline bag back-filled with fluid.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not durin dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The bio-technician indicated the air separators were replaced and the machine is back in service. There was a patient hooked up to the machine at the time of the event however there is no way to know which patient. Due to insufficient patient initials and/or identifier medical records, etc. Cannot be requested. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.